Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that patient with this implantable pacemaker experienced chest pain and the blood pressure crashed when patient went to post anesthesia care unit to pair monitor. Local representative suspicious of the right atrial (ra) lead perforated as it was also had intermittent capture. A lead revision was performed and to date, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced chest pain and the blood pressure crashed when patient went to post anesthesia care unit to pair monitor. Local representative suspicious of the right atrial (ra) lead perforated as it was also had intermittent capture. A lead revision was performed and to date, this device remains in service. No additional adverse patient effects were reported.